Event description:
It was reported that the health care professional (hcp) called in regarding review of device data for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. The hcp inquired about an alert for left ventricular (lv) automatic threshold detected as greater than programmed amplitude or suspended. Technical services reviewed the most recent lv threshold test and found there was true loss of capture (loc). There was a concern about the right ventricular automatic threshold (rvat) test however, technical services confirmed there was appropriate loc. Ts recommended to bring the patient in and do lead testing to confirm thresholds. At this time, the system remains in service. No adverse patient effects were reported.